Event description:
It was reported that during a da vinci-assisted internal mammary artery harvest surgical procedure that the system had a non-recoverable error occurred. The customer elected to move universal surgical manipulator (usm) 3 out of the way and continue the procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended stowing the usm, so it deactivates. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint. The fse replaced the cardcage and fiber optic cables on the patient side cart base, set-up joint, backplane and tap. The system was tested and verified as ready for use. The fiber optic cables are a field scrap item and will not be returned to isi for further investigation. Isi did receive a da vinci product to perform failure analysis. The cardcage was analyzed and found no issues that would be related to the reported failure. The cardcage was installed and tested into an in-house printed circuit assembly (pca) system where the component functioned as expected. The system started up without any error with good image. The audio was loud and clear. The unit passed the emergency power off (epo) functionality test. 50 power cycles were run with the unit and all passed. All the gantry motors were moved the full range of motion without any issue. The part remained on the test for hours in normal operation while testing other the part and performed without any error. The probable root cause is attributed to the fiber optic cables. The cardcage was replaced, but failure analysis was unable reproduce the reported issue during in-house testing.